Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". Customer statement: "under infusion reported in oncology (B)(6) 2022 with infusomat. 570ml bag over 2 hours. After approximately 1.5 hours nurse noticed that around 75% of fluid still in bag. Device replaced and infusion delivered with no issues. No patient harm.".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 25196 hours. 3. Investigation results: 3.1 history inspection: the device history files were read out. As no connection via can was possible, the device history files were read out via com. The history files at 2022-11-28 (specified date of the incident given from the costumer) were investigated. At 2022-11-28 04:47 am a space line was inserted. In the same minute the vtbi was set to 570 ml and the time to 02:00 hours. Then the infusion was started with a rate of 285 ml/h. At 06:13 am the infusion was stopped by the customer. Up to that time the pump has delivered 410,02 ml (act. Volume infused). The set values from the customer fit the volume infused entry inside the history files. Furthermore, no more anomalies could be detected inside the device history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (353-01-070) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,47%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside, the device was disassembled complete. No visual damaged parts ore liquid residues could be detected. 3.7 individual inspection: for checking the faulty can system, the resistance was measured. The measured value of the resistance is clearly too high. This identifies a damaged part on the mainboard. The reason for that could not be clarified. An exchange of the mainboard is necessary. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No flowrate deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.